Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis for this procedure: arthrodese lombar type of procedure or technique used: implant of cage intersomatico by oblique lumbar interbody fusion (olif) it was reported that intra-op, the pituitary broke. Product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.